Manufacturer narrative:
G2: country of event: china. H3: product analysis # (B)(4): part # 2991422, lot # h5466622 visual and optical inspection revealed the implant was returned damaged. The inner threads and outer ribs have been stripped/damaged. The implant is fragile and can be overloaded. It appears the implant was damaged during the implantation and removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having open and decompressed reduction and internal fixation for lumbar disc herniation. It was reported that the spacer damaged during the solera4.75 surgery. The spacer broke and there were no fragments of the implants or instruments remained in the patient's body. There were no additional surgical or medical intervention done as a result of this event. The cage damaged during implantation and it replaced during the same surgery. Product will be returned. There were no patient symptoms or complications reported as a result of this event.